Manufacturer narrative:
The product has been requested to be returned but has not been rec'd. Note: instructions for use has a warning statement: test alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold indicator is no longer flashing. (B)(4).

Event description:
Customer reported that while in use, the alarm was functioning and then was found with no power. The customer checked the batteries and battery springs and found nothing but the unit still did not power on. The reported that there was a pt fall but no injury.